Manufacturer narrative:
The complainant has been contacted 3 times through the return email address. There has been no response to date. A follow up report will be submitted if more information is obtained (i.e. Pump is returned, more patient and event information is gathered, etc.). This MDR is being sent because the complaint reported the patient became sick.

Event description:
As reported by the customer in an email to the company website: "my daughter has a feeding pump for her son, which for some reason isn't operating properly, for a dose of 90ml and 180ml/hr rate only took 12 minutes, for a dose of 60ml at a 120ml/hr rate it took only 10-12 minutes, for an overnight feed of 420ml dose at a rate of 35ml/hr the bag was empty after a couple of hours or so, which caused my grandson to be sick all night as the feed is coming out too much too fast."